Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the left circumflex (lcx) artery. Rotablation was performed with a 1.75mm rotablator burr and coronary guidewires were crossed the lesion. Pre-dilation with 1.5mm, 2.5mm and 3.0x12mm emerge balloon catheters in the proximal circumflex and distal left main artery and a 2.5x10mm wolverine balloon catheter was dilated in the proximal artery. A 4.0x24mm synergy drug-eluting stent (des) was then advanced but failed to cross the lesion. The device was removed and a 3.0x12mm synergy des was advanced to the proximal and deployed followed by a 4.0x12mm stent deployed in the distal left main and proximal circumflex artery. However, it was observed via angiogram that perforation occurred at the proximal circumflex artery. Another balloon catheter followed by a 3.0x16mm graftmaster non-bsc stent was used to cover most of the perforation. Another 4.0x12mm synergy des was deployed and post-dilated with a 5.0x8mm nc emerge balloon catheter limiting the perforation to a small trickle. The patient's anticoagulation was reversed with protamine to further promote closure of this perforation. The patient was followed closely in intensive care over the last 48 hours and is now in stable condition with a great prognosis.